Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2018-00200. It was reported surgical intervention was undertaken on (B)(6) 2017 wherein the patient's medtronic ipg was being converted to an sjm/abbott proclaim 5 ipg. Reportedly, the physician connected the two adaptor cables to the paddle lead to perform an impedance check which returned with high impedance values on all contacts. In turn, several additional attempts were made to no avail. As a result, the physician closed the surgical wound and abandoned the case.